Event description:
Loss of fixation, the brow lift descended after six (6) months. Revision surgery was performed on failed side by surgeon.

Manufacturer narrative:
Based on indication that a second surgery was required to be performed, it was determined that this occurrence is reportable.